Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview 7 xb "broke." A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. The cvam was at the hospital for a CABG and was in the or materials purchasing agent's office, karen hindman, and she noticed the used vasoview 7 xb in a blo hazard bag. No case date was noted on the bag and no one can remember the date.

Manufacturer narrative:
The device was returned to the factory for evaluation. Three components were returned; the btt short port, the bipolar tool and the cannula. All three items showed signs of clinical use and evidence of blood. A visual inspection was conducted. The btt short port and the bipolar tool were visually and functionally tested and no non-conformity was found. During the visual inspection, it was discovered that the scope wash tubing on the cannula was transected at the c-ring and was displaced. The tubing was unable to be located in the packing. It was not returned. Based on the condition of the device as found, the reported complaint was confirmed for broken vasoview 7 cannula c-ring assembly. This type of failure is consistent with contact of the hemopro 2 jaws to the scope wash tubing while operating the c-ring, causing the damage and transection. The instructions for use (IFU) cautions the user to avoid engaging the components of the c-ring assembly with the tool jaws to avoid damage that can cause portions of the c-ring to detach and fall into the body. This failure mode is currently being remediated in our CAPA system. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).